Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The patient felt unusual with decreasing spo2, however it immediately recovered to the usual value by replacement of the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The patient felt unusual with decreasing spo2, however it immediately recovered to the usual value by replacement of the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. The device's system board needs to be replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient felt unusual with decreasing spo2, however it immediately recovered to the usual value by replacement of the device. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.